Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer disconnected the infusion set tubing from the luer lock. Blood glucose (bg) was 525 mg/dl with moderate ketones. Reportedly, contact administered a manual injection to address bg as contact normally administered insulin injections. Customer reverted to manual injections.